Event description:
It was reported that during a rotational atherectomy procedure, the wire fractured during ablation and the distal end remains in the patient. The patient status is listed as "okay".